Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high readings and no delivery alarms. The customer's blood glucose value was 455 mg/dl. The customer treated with manual injections. The customer was assisted with performing 5.0 unit fixed prime and insulin did not exit. The customer was unable to finish troubleshooting. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.